Event description:
It was reported that procedure was cancelled. The patient was under general anesthesia. The 70-80% stenosed target lesion was located in the tortuous internal carotid artery. A 10.0-24 carotid wallstent self-expanding was selected for use. During the procedure, it was noted that the carotid wallstent was unable to advance over the wire across the lesion. The procedure was cancelled. There were no patient complications as a result of this event.